Manufacturer narrative:
The company service rep examined the system and found a burnt IV pole component. The component was replaced. The component has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional info becomes available. This report was mailed to FDA on: 09/02/2009.

Event description:
The surgeon reported a system message displayed when the surgeon selected the anterior vitrectomy mode. The system was rebooted but the IV pole failed to move properly. The surgeon was able to complete the anterior vitrectomy. Additional info received stated a posterior capsule tear did occur, but was not related to any alcon product.